Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system could not establish connection between the viewing station of the imaging system and the main system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Functional testing found that he cable functioned as designed. Visual inspection found a loose connection on the lemo connector of the cable. Once tightened, the reported issue could not be repeated.